Event description:
It was reported that during the cleaning process, the handpiece was leaking oil. There was no pt involvement or adverse consequences related to this event.

Manufacturer narrative:
The device returned to the MFR and a sample was taken of the substance leaking from the device for further eval. This report will be updated when the eval is completed.